Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the pt suffered an adverse reaction to the product. This type of adverse reaction is known and well documented in the product literature.

Event description:
Reporter stated that a death was involved with the use of simplex cement. Further details of the event are not available at this time.